Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿very poor quality non-dicom scan of cta slices off a monitor. ¿no name, date, or demographics on the images. ¿cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿cannot provide diameter or length measurements without dicom axial imaging that can be made into reconstructed 3d imaging. ¿non-dicom imaging of, scrolling through cta imaging, and filming it off a monitor. ¿cannot window level to see images/devices better. ¿cannot confirm what devices are implanted with available imaging. (Cannot window level to see device radiopaque markers.) ¿there appears to be thrombus within both device limbs. ¿images appear to show occlusion of the device(s) that extend into the lci. ¿possible reconstitution of contrast at the distal portion of limb on the patient¿s left side. ¿there appears to be flow in the limb(s) extending into the rci. ¿there appears to be blood flow in both external iliac arteries with images available. ¿images of a fsa evaluation included at the end of this report. ¿cannot confirm any of the measurements without dicom imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent and endovascular procedure to treat an aneurysm utilizing a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg conformable), and gore® excluder® aaa endoprosthesis (two contralateral legs). The procedure went well. On (B)(6) 2026, the patient underwent an endovascular reintervention procedure due to device thrombus in the stent grafts. The thrombus was treated with a penumbra thrombectomy device then the remaining thrombus jailed by relining the trunk ipsilateral conformable with two aortic cuffs and the left and right bilateral relining of contralateral & ipsilateral leg was done with an additional contralateral leg. The absolute pro (abbott) extended in distal left common iliac artery across the left internal iliac artery from within the contralateral leg endoprosthesis into the proximal left external iliac artery. Physician describes changes to the excluder conformable main body as a 32 mm main body device was implanted, however, the aorta was measuring 35 mm on angiogram 15 months later. Length from proximal device to flow divider appears to have shortened also. The left common iliac artery (lcia) was tortuous and significant thrombus in proximal neck at time of initial implantation. The cause of device thrombus is due to possible kink to the most distal part of the left common iliac artery.